Event description:
Customer reported via phone call that they experienced high blood glucose and di not received any alarm on the insulin pump. Customer stated that the drive support cap is normal. Blood glucose value was 22.4 mmol/l. Customer did not feel well to troubleshoot at the time. Customer called back later and blood glucose was down to 16.7 mg/dl. Customer had treated with the insulin pump but had to correct twice because bolus amount was not delivered complete. Customer had changed the set. No insulin leaks were found and or large air bubbles; only small ones. The customer also stated that there was insulin smell in the reservoir compartment but no moisture seen inside the insulin pump. The device passed the high pressure test. The insulin pump has damage at the reservoir cap. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime/compromised force sensor test, excessive no delivery test and occlusion test. The unit had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.